Event description:
During a right pantalar arthrodesis ankle revision surgery, the panta xl jig did not align properly which caused the screws to miss the nail. The caused a delay in surgery; however there was no injury to the patient.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.